Event description:
In 2005 a gore tag thoracis endoprosthesis was implanted to rapair a descending thoracic aortic aneurysm. During deployment, the graft moved distal to the anticipated implant position. As the deployment catheter was removed, the graft moved further into the descending thoracic aorta. A second device was implanted distal to the first device. A third device was then implanted position and did not have adequate overlap within the first device; therefore a fourth device was implanted. A final angiogram revealed a proximal type I endoloeak. Three months later, a fifth device was implanted in an attempt to treat the proximal type I endoleak. The fifth device implanted distal to the anticipated implant position. A final intraoperative angiogram revealed a continued proximal type I endoleak. Twenty seven days later, all devices were explanted and the aneurysm was surgically repaired. The physician does not believe that the event was device related. The pt's status is unk.